Event description:
Patient had flu like symptoms for the past week, including nausea, sweats, aggitated, the patient was without a fever and no infections were present. The patient is currently or oral pain meds and is doing better. Today they brought the patient in and checked pump reservoir volumes. Expected 8.7 actual 12ml = 35% discrepancy. They were planning a catheter contrast study and pum roller test to check the system further.